Event description:
The pump was returned for investigation. Investigation found the display was discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up with auditory and vibratory features. The display showed a reddish discoloration. The bolus button cover was detached and missing. (B)(6).